Manufacturer narrative:
(B)(4). Final analysis found a partial lead was returned in two pieces. Insulation abrasion breaching the outer insulation was noted at 4.6 cm to 4.7 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.